Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Correction: h6- annex e. Investigation ¿ evaluation. It was reported by children¿s hospital medical center (cincinnati, USA) via a post- market study (MDR-2036) that a chait percutaneous cecostomy catheter (rpn: tdcs-100-m; lot#: unknown) leaked. The device was required for treatment of severe, chronic constipation. On (B)(6) 2020, the patient had his previously placed cecostomy catheter in his appendix exchanged for a cook cecostomy catheter. The new catheter was placed in a clinic with a packaged stylet. The placement was successful, and no device deficiencies were identified during the procedure. However, the patient did not experience improvement of symptoms after device placement; the patient still had constipation, difficulty evacuating stool routinely, and hard, large painful bowel movements. On (B)(6) 2020, the device was removed and replaced with a competitor¿s device due to ongoing stool leakage. Reviews of documentation including the complaint history, quality control procedures, and instructions for use (IFU) were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) was unable to be completed due to a lack of lot information. An expanded sales search to the customer was unable to identify the complaint lot. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in field. Cook also reviewed product labeling. The IFU [t_tdcs_rev7] packaged with the device contains the following in relation to the reported failure mode: "contraindications: previous abdominal surgical procedures." "Precautions: instruct patient to read and understand the patient guide ¿caring for your temporary & chait trapdoor cecostomy catheters¿ prior to initial catheter introduction. For tract lengths between 6 and 14 cm, see sizing recommendations for appropriate size. If cecostomy tract is greater than 14 cm, a multipurpose drainage catheter should be used." "Patient instructions for maintenance of chait trapdoor cecostomy catheter: note: instruct patient that once chait trapdoor cecostomy catheter is placed, he/she can resume the cecostomy enema regimen previously being used with the temporary cecostomy catheter. The patient should begin antegrade cecostomy enemas on the day following discharge. These enemas should be performed while seated on a toilet. 2.) Instruct patient to administer a phosphate enema through the connecting tube attached to the chait trapdoor cecostomy catheter. 3.) Fifteen minutes after initiating infusion of the phosphate enema, patient should attach a saline enema via a gravity bag to complete the enema. 4.) Patient should continue saline antegrade enema until bowel drainage become clear. (Usual saline volume is 200-500 ml.) 5.) After use, patient should remove connecting tube and pin from trapdoor fitting, and close fitting to prevent leakage." Based on the available information, no product returned, and the results of the investigation, it is likely that the patient¿s pre-existing conditions contributed to this event. It was reported that placement of the chait tube did not relieve the patient¿s symptoms of constipation. If stool is retained and accumulates it can exert pressure on other parts of the gastrointestinal tract. It is reasonable to presume that this could have contributed to stool leaking from the chait. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that a chait percutaneous cecostomy catheter experienced leakage and was later exchanged in an 11-year-old male patient. On (B)(6) 2020, the patient underwent an exchange of a cecostomy catheter and had a tdcs-100-m catheter placed in the clinic with a packaged stylet. The target anatomic location was the appendix. Castile soap and glycerin were instilled throughout the duration of time the catheter remained in place. On (B)(6) 2020 (21 days post-procedure), the patient experienced formed stool flowing out of chait with opening of chait door. The patient was given an enema and an abdominal x-ray was ordered. On (B)(6) 2020 (24 days post-procedure), the patient had no results with chait flush. The flush was repeated. On (B)(6) 2020 (27 days post-procedure), the patient had not experienced improvement of symptoms after device placement. The site noted, ¿still with constipation and difficulty evacuating stool routinely. Hard, large, painful bowel movements.¿. On (B)(6) 2020 (147 days post-procedure), the patient experienced stool coming out of the chait when trying to hook up extension pieces, as well as cramping with chait flush. An increase in chait flush routine and change in flush concentration was ordered. On (B)(6) 2020 (154 days post-procedure), the patient continued to experience stool leakage out of the chait. The device was exchanged to see if that would help prevent leakage. It was noted that the patient did not experience improvement of symptoms and the site noted, ¿there were some days that were successful but also days that he continued to have symptoms of constipation with incomplete empty.¿.

Manufacturer narrative:
D2a - additional common name: exd irrigator, ostomy. D2b - additional product code: exd. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.